Manufacturer narrative:
The reported event was observed during analysis. A complete lead was returned in three pieces: connector portion (a) measured 6.7 cm, middle portion (b) measured 3.2 cm and distal portion (c) measured 45.2 cm (stretched coil) visual inspection found an external insulation abrasion breaching the outer insulation at the proximal region of the lead [40.2 cm to 40.6 cm from the distal end of portion (c) ] which is consistent with friction to device can. All other damages found are consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.